Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-09023 and 1627487-2011-09028. The patient received the scs system on (B)(6) 2009. It was reported on (B)(6) 2011 that the scs ipg needs frequent charging due to low battery warning. Invalid impedance values were also reported. A new charging system was sent to the pt for replacement. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.